Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was exhibiting a shocking impedance measurement of 136 ohms and the shock configuration was programmed to distal coil to can. The patient had received a recent shock and the measurement was 79 ohms but the patient passed out during this shock delivery. The caller was inquiring about lead testing and if the post-shock redetection duration in the ventricular fibrillation (vf) zone is programmable as they would like to avoid this patient passing out in the future. A boston scientific technical services consultant informed the caller the duration is fixed at one second. The caller will discuss the clinical observations with this patient's physician. No adverse patient effects were reported.